Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. Two extensions were returned. All the wires in both device headers were broken and had been pulled back into the strain relief. As such, no functional testing was performed. The aforementioned failure is typical of a severe overstress condition. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with two extensions on (B)(6) 2010. It was reported that he suddenly lost stimulation. A diagnostic test revealed invalid impedance readings for all of his lead contacts. These same results were observed when the extensions were tested intraoperatively in conjunction with the lead. However, when tested independently, the impedance readings for the lead were within specs. The pt's extensions were replaced on (B)(6) 2011, and effective stimulation was recaptured. The explanted devices were returned to the MFR for analysis.